Event description:
Reporter alleged the customer obtained a result of 305 mg/dl on the advantage system and then taking 3 units of novolog and eating lunch. Reporter indicated that he began experiencing hypoglycemic symptoms of sweating and being incoherent 4 hrs later. Reporter alleged that she treated the customer with two glucose gel packs, some sugar water and then obtained a result of 128 mg/dl. She stated that she called the emt's and within 10 mins they obtained a result of 59 mg/dl. She reported that the emts treated the customer with a glucose shot, an IV, and took him to the hospital where he was given dinner and released a few hrs later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.